Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device failed to deploy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.